Event description:
Patient developed small central epithelial abrasions when the flaps were lifted after the intralase was used. The rest of the treatment was uneventful and the patient was sent home in good condition. Additional follow up was obtained. Patient¿s symptoms resolved. There was no loss of 2 or more lines of best corrected visual acuity. There was no secondary surgical intervention. The abrasion required more than 1 week to heal.

Manufacturer narrative:
Completed by manufacturer. Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic is reporting this event only and did not request field service.